Event description:
Sum - right intermediate siderail not latching properly. No accident reported. Bed was put out of service to avoid andy pt contact. Installed new inline spring kit on all 4 siderail to fix. Bed passed the function test.